Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: feb 20, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the complaint product was received in its original packaging. No device was returned for evaluation, only a half of the lens was received. Also, direction for use, implant notification card, and some label stickers were received. Upon evaluation some cracks at the at the edge of the lens and punctures in the center of the lens were observed. No foreign material was identified in the half of lens that was returned. Lens damaged condition was verified; however, as the device was not returned for evaluation it is not possible to determine the reported complaint is related to handling or to manufacturing process. Based in the analysis product quality deficiency could not be determined. Also, a video was provided and evaluated. Upon evaluation of the video, the implantation of lens was observed including the lens unfolding. After implantation something that appeared to be a crack at the edge of the lens was observed. Something that looked like a substance attached to the center of the iol was observed, also. Doctor tried to remove it by irrigation/aspiration (I/a) without success. However, through the video it was not possible to determine if it¿s a foreign material or crack. Due to the conditions of the lens returned and as the device was not returned for evaluation, the complaint reported cannot be confirmed by manufacturing site as related or originated during the manufacturing process. The reported issue of foreign material could not be verified. Based in the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing process record was evaluated, and no non-conformance reports, no discrepancies and no deviations for similar issues were found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was being inserted after being set with balanced salt solution (bss) as usual, something that looked like a substance attached to the center of the iol was observed. An attempt to remove the foreign substance with irrigation/aspiration (ia) failed. Therefore, the lens was cut to be removed and it was exchanged. The procedure was completed successfully with a back-up lens. When the removed lens was checked they found cracks at the center and surrounding of the optic. There was no patient injury reported. No further information was provided.